Event description:
During an endoscopic procedure, the shaft of a laparoscopic scissor slightly burned the pt's skin when an electrical current was applied. No trocar was used in the proceedure. The attending nurse observed a slight necrosis of the skin that was in contact with the shaft.